Manufacturer narrative:
Product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: pump. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a device manufacturer representative indicated that the patient was receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was having difficulty finding someone to performed the refill due to the pump being dry. The patient was given the name of a local healthcare provider (hcp). The issue was unresolved and the patient was alive with no injury at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the pump was alarming and sounded like an ambulance. The pump was empty and she spent the last 24 hours in the hospital in dilaudid withdrawals and was experiencing intractable vomiting, hypertension crisis and a blood pressure of 226/113. Patient was admitted to the hospital on monday ((B)(6) 2019) and discharged on tuesday ((B)(6) 2019). The healthcare professional (hcp) was able to get her blood pressure under control with IV and oral medications. She had her last refill on (B)(6) 2018 and the pump was alarming due to being empty. Patient moved from ca to tn and had not found a new hcp to fill her pump since moving because she was told she needed to establish care . Patient was in pain and always had been since she was hurt 12 years ago that was why the pump was implanted. The pump brought her pain level down to a 6 or 7 and allowed her to function. Prior to the pump she was on morphine and made her constantly sick to her stomach. No further complications were reported.